Event description:
On (B)(6) 2013, the distributer contacted animas and reported a faded and dim display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the display screen was found to be dim, faded and discolored. Unrelated to the complaint, the battery compartment was found to be cracked around the opening of the battery chamber extending down to the primary seal. No moisture damage was found in the battery compartment. The returned battery cap was found to tightly secure to the pump. No issues with power loss were found with the pump. Also unrelated to the complaint, the down arrow keypad button was found to be intermittently responsive. The bolus button was also found to be defective. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.